Event description:
Circumstances: the user fell and sustained a fracture of the femoral neck in the process. Surgery required. According to initial information, the joint did not release itself unintentionally. Joint is to be repaired in vienna. Protocol of telephone call with (B)(6) on (B)(6) 2025: question: were there feedback signals (acoustic/vibrations) from the joint before the fall? Neither immediately before, nor the days before, nor after the fall question: what was the process immediately before/at the time of a fall? Wednesday evening of last week (B)(6) shortly before 8 p.m. User sat in chair (at least 30 minutes), got up and wanted to walk into the next room. Normal stance release: after 2-3 m he fell on an even surface (without a tripping edge). After falling, wait all night to see whether things get better. Pain has got worse and worse. Thursday morning, 6:40 ambulance called. Thursday 14:00 surgery, femoral neck fracture on prosthetic side, implant inserted question: how did the joint behave during the fall? Were there any abnormalities (low resistance, completely blocked, no stance release...) The user cannot remember and cannot make any statement. The user reported two anomalies they experienced in the weeks prior to the fall. First notices on (B)(6) at 8:00: getting up from the chair (sitting 15 min) wanted to get coffee as he noticed that a swing phase could not be initiated. There were no feedback signals. Then he sat down against very high flexion resistance and felt higher compared to resistance in basic mode. Then he got up again and everything went back to normal. There were no feedback signals during the entire process. Second abnormality on (B)(6), approx. 16:20: got up from the chair again (sit for 15 min), then noticed that a swing phase could not be initiated. There were no feedback signals. Then he sat down against very high flexion resistance and felt higher compared to resistance in basic mode. There were no feedback signals. Then he tried to get up and walk, again no stance release. Then he hung on the knee joint on the charger (approx. 1 min), then stood up again and the joint behaved as usual.